Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h819923811, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: h819923811, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 690 mcg/day) via an implantable infusion pump. It was reported that during a replacement surgery for elective replacement indicator the sutureless connector wouldn't connect because of a loose piece of catheter material in the connector. The connector was replaced with a new one; it connected fine and was aspirated once connected to the pump. There were no known environmental issues that existed. It was noted that the patient did not experience any signs or symptoms. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation: product ID 8709sc lot# h819923811 serial# implanted: 2012 (B)(6) explanted: 2018 (B)(6) product type catheter: the catheter was returned and analysis identified damage to the connector that is consistent with difficulty detaching the catheter from the pump during explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.